Manufacturer narrative:
(B)(4). Concomitant medical product: dilatation catheter: 1.5. (B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the stent dislodgement; however the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
The procedure was to treat a chronic total occlusion (cto) in the right coronary artery (rca). The right ostium had another stent and an occlusion was on the distal-medium segment. Distally a xience alpine 3.5 x 38 mm was positioned without any issue. Then the xience alpine 3.5 x 15 mm was to be positioned overlapping but while the stent was advancing at the ostium it dislodged. In order to retrieve the stent, a 1.5 balloon catheter was able to move the stent to the introducer. A contralateral access was performed to retrieve the stent but the stent moved to the distal segment of the internal femoral artery. The stent remained there since the vessel was not occluded. The procedure was successfully completed with another xience alpine that was implanted at the target lesion. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.